Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400, 14421-aw rev h 01/16. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death. Living with diabetes 9 / page 119: advises: the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4¿6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops.

Event description:
It was reported that patient's blood glucose (bg) exceeded 250 mg/dl while wearing the pod. Before bed, patient alleged bg levels were "a little high," however, "less than 400" mg/dl with a "trace" level of ketones. When patient woke up, bg levels and ketones were "high" and vomiting was experienced. As a result, patient went to the emergency room (ER). While in ER, cannula was discovered bent. Patient's pod was removed. She was diagnosed with diabetic ketoacidosis (dka) and admitted to the intensive care unit (ICU). Treatment included insulin delivery via insulin drip, administration of additional novalog insulin (method unknown), and "other fluids." Pod was taken by hospital staff; therefore, unavailable for return.